Event description:
Patient underwent a previous procedure for an l1 compressed fracture with the fixation of 1a1b, including 4 pedicle screws on an unknown date. At a later date, surgeon determined that one of the screws needed to be replaced. Three locking caps were successfully removed from 3 of the pedicle screws using the torque handle and the counter torque. Surgeon could not remove 1 of the locking caps from the 4th pedicle screw because it was bound to the implant. The surgeon tried to remove the locking cap again using the t-ratchet handle as a substitute for the torque handle, but the tip of the screwdriver shaft was worn out and it would not engage with the locking cap. Surgeon removed the locking caps and screws using the jumbo cutter that belongs to the hospital. This is 1 of 3 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: device was received for investigation. Visual inspection noted the first millimeter at the forefront of the stardrive is completely flattened. Also, it is visible that the tip is slightly twisted counter-clockwise. This deformation indicates that too much torque during the loosening of a blocked locking cap was applied. That the stardrive is only damaged at the first millimeter is clear indication that the tip was not completely inserted into the recess of the counterpart. Finally high torque in combination with a not completely inserted stardrive caused the complained damage of the screwdriver. No ncr observations issued during manufacturing. Subject part and lot passed all dimensional inspection and certification testing. Product manufactured and found conforming to functional and design requirements. No product fault could be detected.